Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right atrial (ra) lead exhibited low p-wave amplitudes, high capture thresholds, and dislodgement. Programming changes were made. The patient was stable, and will continue to be monitored.